Manufacturer narrative:
(B)(4). Concomitant products: 00223200206 extended 4 hole gtr w/4 cables 56510930; 00620206220 shell porous with multi holes 62 mm 61534525; 00630506236 liner standard 3.5 mm offset 36 mm 61072648; 00801803602 femoral head sterile 61751536; 00999001940 femoral body - revision - nitrided - porous cementless 61684081; 47223703800 smooth guide wire with bullet tip 3.0 mm diameter 100 cm length 61604596; 00223200518 cable greater trochanteric 61265630. The device will be not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised six years post-implantation due to fracture of the distal femoral stem at the base of the spout body. During the procedure, the femoral components were removed and replaced. Attempts to obtain additional information have been made; however, none is available.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.